Event description:
It was reported that the mounts are defective and get attached to the implant. After folow up it was confirmed that the procedure was completed with other mount and the implant remains implanted.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the mounts are defective and get attached to the implant. After folow up it was confirmed that the procedure was completed with other mount and the implant remains implanted. One of the mmc15¿s tip was fractured.

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: event description. G3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type .

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) mmc15, (implant mount 3.4mm (d) x 15mm(l)) for evaluation. Visual evaluation was performed, a fracture has been identified on the mounts hex. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [mmc15] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental; functional; fracture; mount. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the hex. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.